Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant medical products: pentaray catheter, us catalog #: unknown, lot #: unknown; soundstar catheter, us catalog #: unknown, lot #: unknown. (B)(4). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered esophageal fistula requiring surgical intervention. The original procedure was performed on (B)(6) 2018. There were no issues reported during this procedure. It was then reported that post procedure, the patient visited the emergency room with fever. Esophageal fistula was confirmed by eco and computed tomography (CT) scan by the cardiothoracic surgeon. A sternotomy and patch placement on the left atrium were performed. The patient was reported to be in stable condition. Extended hospitalization was required for observation purposes. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The generator was used in power control mode. Radiofrequency was applied at 50 watts for 15 seconds. The overall time for ablation at the site of the injury was of 14.5 seconds approximately. No modality was used to prevent esophageal fistula.